Event description:
Report received that all down functions on the capella are intermittent. The pt has been able to get the lift to work but they are concerned that the lift may stop functioning down altogether. No alleged injury.

Manufacturer narrative:
Shipped replacement control box to the facility. Part has been installed and the lift is back in service.